Event description:
Post a coronary drug eluting stenting treatment procedure the stent occuded.as reported by the patient's spouse, the patient had 2 taxus expresss2 drug eluting stents placed in 2004. Two bare metal stents were placed about 1 1/2 years piror.it was reported that one of the taxus stents has "scar tissue" and the other is "just about closed up".folow-up with the physician's office confirmed that the patient has had episodes of restenosis,however the timeframes differed.the patient initially had a 2.0 x13mm pixel stent placed in the pld off of the right coronary artery and a taxus express2 2.5x12mm drug eluting stent placed in a branch of the proximal obtuse marginal artery.the patient returned one year later and they found the stent restenosis(isr) of the pixel stent and the taxus stent had mild isr but was still 40% patent.treatment at that time is unk.the patient returned four months later and a taxus express2 2.75x28mm drug eluting stent was placed in the proximal pld for isr.the patient was recently seen in february 2006 where they found that the 2.75x28mm taxus stent had 70%isr.they reported that the patient has been non compliant and has not been seen by the initial implanting physician since canceling an appointment and missing the rescheduled appointment.